Event description:
It was reported to philips that the x-ray monitor failed to turn on during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).